Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with ceftazidime (1 gram/ vial, intraperitoneal, once a day for 14 days) and cefazolin (1 gram/vial, intraperitoneal, once a day for 14 days) for peritonitis. At the time of this report, patient outcome was not reported but the event was reported to be ongoing. Action taken with pd therapy was not reported. No additional information is available.